Event description:
The customer from canada reported that she bought the contour® next gen meter from a pharmacy in canada and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. For instance, a reading of 179 mg/dl was displayed on the meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour® next gen meter with serial # (B)(6) and sku # 7923. Based on the device history record and distribution records, the meter was set with the correct units of measure as mmol/l and was intended for the canadian market. The meter's back label also showed that the meter was set with the correct units of measure as mmol/l. Further investigation will be performed if the meter is returned. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® next gen meter with sku # 7923 and serial # (B)(6) was distributed outside the us, therefore, no gudid information exists and the UDI number is not applicable.

Manufacturer narrative:
The customer returned the suspected contour® next gen meter with serial # (B)(6) for evaluation. An investigation by phc (meter supplier) identified two potential causes for the unit of measure (uom) switch from mmol/l to mg/dl in the affected meter. The first was that the electrically erasable programmable read-only memory (eeprom) map version value was incorrectly written due to erroneous behavior of the radio frequency engine (rfe) at the time of periodic time backup. The second potential root cause was the possibility that the eeprom map version value was incorrectly written or read due to electrostatic discharge or other noise (emi) that may have accidentally interfered with the integrated circuit line during startup. Globally, ascensia has registered only two other such confirmed cases since the launch of the contour® next gen meters. A pre-existing software change was expected to reduce the already acceptable risk of unintended uom change during use as far as possible (afap). However, based on recently understood technical limitations of data integrity checks, it is not feasible to implement a software risk control measure for this issue. Ascensia will continue to monitor contour® next gen meter complaints for this issue, and re-assess the situation in case of additional complaints. Based on the reportable cases received globally to date, the risk of unintentional uom change during use is still acceptable and still considered reduced afap.